Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. Both leads were noted with tissue being stuck in the helix. The leads were explanted and replaced. No patient complications have been reported as a result of this event.